Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tissue was sticking to the sureform stapler 45 green reload. The procedure was completed as planned with no reported injury. On 30-nov-2022, intuitive surgical, inc. (Isi) the following additional information from the robotics coordinator: the sureform stapler 45 instrument from the complaint was returned to isi. The customer does not know if the reload was available for return. The customer was unable to provide any additional information on the complaint.

Manufacturer narrative:
Based on the claim against the product by the customer noting tissue sticking to the sureform stapler 45 green reload, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the sureform 45 green reload to perform failure analysis. No image or video clip for the reported event was available for review. The sureform stapler 45 green reload does not get captured by procedure logs and as a result, a tool usage log could not be performed to determine when the reload was last used during a procedure. A review of the logs confirmed system via (B)(4) was used for a pulmonary lobectomy procedure on (B)(6) 2022. A sureform 45 stapler instrument (part # 480445-04 / lot # t90220602-0121) was used in that procedure. The probable root cause of this complaint cannot be determined based on the information provided, since the sureform stapler 45 green reload was not returned. This complaint is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted pulmonary lobectomy surgical procedure, the tissue was sticking to the sureform stapler 45 green reload after firing with unknown cause. Medical intervention may be required in the event that the staple(s) cannot be released from the target tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.